Manufacturer narrative:
Phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a prismaflex m100 set c, an external fluid leakage was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation however, photos and video were provided. Visual inspection observed a leak at the level of the effluent pump segment and the effluent pump segment was observed to be disconnected from the support plate. The reported issue of leak was verified. The cause is a manufacturing issue due to absence/lack of solvent (video not clear enough to confirm). Should additional relevant information become available, a supplemental report will be submitted.